Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose was 110 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to confirm the critical pump error (open book image) or perform the displacement test and self test due to missing segments/partial display. Moisture damage on the keypad assembly, battery tube and motor assembly also noted during visual inspection.